Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced runs ventricular tachycardia requiring intervention and would subsequently expire. The patient was admitted with plan for schedule percutaneous coronary intervention (pci) and decompensated throughout the day. The decision was made to place an impella cp after the pulmonary capillary wedge pressure of 30 mmhg. Cardiac index of 1.31 l/min/m2 worsening lactate and ph. During insertion the patient pulseless electrical activity (pea) arrested. Compressions initiated and the patient was intubated. Persistent ventricular tachycardia/ventricular fibrillation was experienced requiring defibrillation along with advance cardiovascular life support medication. The decision was made to further escalated to extracorporeal membrane oxygenation (ECMO). The patient was eventually stabilized and returned to the unit on supports. Later that evening, the patient experienced intermittent ventricular tachycardia. Treating with meds and defibrillation. The patient continued on support with unnoted complications. On day seven of the support, the patient was noted to have expired. Care was withdrawn.

Manufacturer narrative:
Although the decision was made to discontinue impella mechanical circulatory support, there is not enough evidence to exclude the impella device used as an associated factor to the overall outcome (given the arrhythmic events). The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. However, an investigation was completed and noted the following: cardiac arrythmia can be reported during impella support and to make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿ patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿ timing of the arrythmia event in relation to impella support (during or post-implant) ¿ electrocardiogram (EKG) recordings of the arrhythmia episodes ¿ evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿ assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿ presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿ response to any antiarrhythmic treatments or interventions during the event ¿ any documented device-related issues or complications during impella support ¿ evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿ review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. Therefore, to determine the true root cause of the ventricular tachycardia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. In conclusion, as the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined.